Manufacturer narrative:
The device was not returned for evaluation as it remains implanted in the patient and the rest of the device remains at the hospital. As a result, the cause of the reported event cannot be determined at this time. Additional questions have been asked, including whether any part of the device will be returned. Should the device return for evaluation or additional information become available a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that when attempting to retrieve clot with the mindframe capture device it detached from the delivery wire. The patient had a complete infarct. The patient was receiving treatment for a ruptured amorphous aneurysm in the left mca. Vessel tortuosity was moderate. The reported device and any accessory devices were prepared as indicated in the IFU. The patient had presented with a sub arachnoid hemorrhage (sah) wide necked left mca aneurysm. The physician treated acutely using a balloon (non-medtronic device) and 5-6 coils (non-medtronic); during the procedure clot dislodged into the aca and distal mca. As a result, the mindframe capture lp was used in an attempt to retrieve the distal clot. There was no resistance or friction during the procedure. The device was advanced and upon retrieval, after 1 pass, the device detached from the delivery wire and the patient experienced a complete infarct. The stent remains located in the distal m2.

Manufacturer narrative:
Date manufacturer received. Type of report - if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Outcome attributed to adverse event - additional information received desc evt problem - additional and corrected information received. Type of reportable event - correction patient code - additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that when attempting to retrieve clot with the mindframe capture device it detached from the delivery wire. The stent detached after retrieval with the stent retriever being removed as a unit. After coming out of the m2 loop, the stent detached in the left mca. The patient had a complete infarct in the mca. It was reported that the patient later died. The patient was receiving treatment for a small ruptured amorphous aneurysm in the anterior communicating artery (aca). Vessel tortuosity was moderate. The patient had received amicar prior to the aneurysm treatment (an antifibrinolytic). There was no stenosis proximal to the thrombus site. The reported device and any accessory devices were prepared as indicated in the IFU. Continuous flush was maintained. The patient had presented with a sub arachnoid hemorrhage (sah). The physician treated acutely using a scepter balloon and 1 codman coil; during the procedure clot dislodged into the aca and distal mca. As a result, the mindframe capture lp was used in an attempt to retrieve the distal clot. There was no resistance or friction during the procedure or when it was being retrieved. The device was not torqued and was advanced. Upon retrieval, after 1 pass, the device detached from the delivery wire and the patient experienced a complete infarct. The vessel was not revascularized. The stent remains located in the distal m2. It was reported that there was a small white piece in the tuohy upon retrieval. The fragmented parts are the entire stent, small white piece, and the wire. There was no kink or damage to the catheter noted. An additional 4 mg of reopro was administered.